Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not supplied. A complaint database search finds no additional reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions.